Event description:
It was reported to boston scientific that during a procedure to place a prefyx sling system, the blue dilator prematurely deployed. The dilator came off of the trocar before the physician intended. The device was removed and the physician used another of the same to complete the case with no complications to the pt. Pt is "fine."